Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator was not able to reconnect and was getting very hot. The user decided to unplugged the communicator as it was considered as not safe. Furthermore, the communicator will be replaced and returned for repair/analysis. No adverse patient effect was reported.